Manufacturer narrative:
(B)(4) date sent 9/29/2025 d4 batch #a9826y corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned inside it's original packaging unopened. In an attempt to replicate the reported incident, the instrument was tested for functionality. No evidence of the bag being torn or cut was found. The firing sequence was completed and the device performed as intended; no anomalies were noted. The device was disassembled and no anomalies could be observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Remove protective tip from the nose of the instrument. Remove the spacer and insert the endopouch retriever® specimen retrieval bag through a 10-12 mm trocar. Ensure that the product logo on the instrument is face up, indicating that the bag will be in the proper position when deployed for specimen retrieval. 2 hold the endopouch retriever® instrument in a syringe-like fashion and push the thumb ring forward (see direction arrow 1 on thumb ring) until it touches the finger rings. This will deploy and advance the rim of the bag into the body cavity. When the bag is deployed, it will begin to unroll. The bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as the endopath® grasper. Place specimen into the endopouch retriever® bag. Ensure that the entire specimen fits within the confines of the bag. 3 once the specimen is completely within the bag, pull back on the thumb ring (see direction arrow 2) until the bag is closed and the marker on the push/pull rod is visualized. 4 remove the instrument, specimen bag and trocar from the body using one of the following three methods. The method selected will be based on the surgeon¿s preference. Two of the methods require separating the specimen bag from the instrument. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a9826y number, and no non-conformances were identified.

Manufacturer narrative:
Pc-001962849date sent 9/16/2025d4 batch # unkd4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the event description states : "left bag pieces in the patient". Were the bag pieces removed from the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy that the pouch bag ripped upon closure and left bag pieces in the patient. The procedure was delayed by ten minutes. The procedure was completed successfully with no adverse consequences for the patient.